Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Additionally the log files revealed a vad stopped alarm was logged on (B)(6) 2016 at 10:58:42 hours; this alarm most likely was created when the controller was being swapped out. Log file analysis also revealed five controller power up events logged in the year 2016. Two events occurred on (B)(6) 2016 one at 11:24:08 and one at 11:48:11. One event was logged on (B)(6) 2016 at 06:12:13, and another event on (B)(6) 2016 at 05:28:55. The closest controller power event that occurred around the reported date was logged on (B)(6) 2016 at 04:12:24. The data point prior to the controller power up event at 04:10:33 revealed that (B)(4) was connected to power port 1 with 33% relative state of charge (rsoc) and  a controller ac adapter was connected to power port 2. The data point after the controller power up event, which was logged at 04:27:23, revealed that (B)(4) with 33% rsoc was connected to power port 1 and (B)(4) was connected to power port 2 with an unknown state of charge since the logs recorded that the battery experienced a momentary disconnection within the preceding 15 minute interval after the controller power up event. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the controller power up event can be attributed to a disconnection of both power sources. Additional system component being reported for this event. (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2015, mfg. Date: 12/01/2014, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2016, mfg. Date: 09/01/2015, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 01/31/2016, mfg. Date: 01/01/2015, (B)(4).

Event description:
It was reported from the site that the patient mentioned multiple switching on port 1, with possible pump stop. A controller exchange was performed and 3 batteries has been detected in log files and were also switched out and sent back to manufacturer. It was further stated that there were no effect on patient. No additional information available.